Event description:
It was reported that the 9800 system had a high voltage generator error code. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator driver board was replaced. The generator, filament, and collimator were calibrated and the high voltage connector was re-greased during the service call. The system was tested and found to be working as intended and put back into service.